Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025 at approximately 1:00 pm, the patient¿s cgm displayed a low glucose reading. No bg meter measurement was obtained at that time. The patient reported symptoms of dizziness and fatigue and self-treated with orange juice. After approximately one hour, the cgm reading did not show improvement. The patient then contacted emergency medical services (ems). Upon arrival, ems obtained a bg meter reading that indicated an unspecified high glucose value. Ems administered insulin injections; however, a bg meter recheck continued to show an unspecified high value. The patient was transported to the emergency department (ER) for further evaluation. In the ER, blood work confirmed elevated blood glucose levels (specific values not reported), while the cgm continued to display a low glucose reading. The patient was treated with intravenous insulin and remained hospitalized for approximately 24 hours. At discharge, the patient¿s bg meter reading was 130 mg/dl. The patient reported feeling ¿fine¿ at the time of this report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.